Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The ups (uninterruptible power supply) was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and never completed the boot process. No pt serious injury or death was reported related to this event.